Event description:
It was reported that the customer's insulin pump was damaged. The motor cover compartment broke off. Corrosion was found inside the housing. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no broken pieces on motor compartment. The device had corroded battery tube. The device had cracked case at display window corners, cracked case at reservoir tube window corners, broken battery tube threads, and minor scratches on lcd window.